Manufacturer narrative:
Additional information h10: the pump was investigated in the field by a service engineer. Visual and functional testing were performed and the reported issue could not be confirmed. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The root cause for the reported issue could not be determined. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump was reported to have experienced a primary audible alarm. There were no adverse events reported.